Event description:
It was reported pt felt shocking throughout his body as a result of wiring a light in his home and was "electrocuted at about 100v". It was suspected an overdischarge of the implantable neurostimulator occurred. Telemetry issues were reported after a physician mode recharge was performed. It was also reported pt felt no stimulation sensation. Pt's status was unavailable at the time of report. Additional info has been requested and will be reported as follow up as it becomes available.

Manufacturer narrative:
(B)(4).